Event description:
As reported: the patient had a post-emergency communicating aneurysm. After the stent was hydrated, it reached the release position through the microcatheter normally. After the first coil was filled into the aneurysm and not detached, the stent was released, and the head end of the stent opened well. After the stent was released by 1/2, found that the back half of the stent could not be opened, and after adjusting the position of the microcatheter several times, the stent still could not be opened. The physician was concerned about the impact on the patient's life as a result of the inability to open and retrieve the stent after direct release. Due to the patient's poor vital signs, the physician withdrew the stent to minimize treatment time. The procedure was completed with coil embolization. The physician planned not to detach the coil, until the stent half-release and completely covered the aneurysm neck, which avoided herniation of the coil. The coil can be detached. The coil is not an mvi coil. The stent was not detached. Patient is fine.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: the patient had a post-emergency communicating aneurysm. After the stent was hydrated, it reached the release position through the microcatheter normally. After the first coil was filled into the aneurysm and not detached, the stent was released, and the head end of the stent opened well. After the stent was released by 1/2, found that the back half of the stent could not be opened, and after adjusting the position of the microcatheter several times, the stent still could not be opened. The physician was concerned about the impact on the patient's life as a result of the inability to open and retrieve the stent after direct release. Due to the patient's poor vital signs, the physician withdrew the stent to minimize treatment time. The procedure was completed with coil embolization. The physician planned not to detach the coil, until the stent half-release and completely covered the aneurysm neck, which avoided herniation of the coil. The coil can be detached. The coil is not an mvi coil. The stent was not detached. Patient is fine.

Manufacturer narrative:
The investigation of the returned stent system found the stent returned fully deployed with a bent wire at the proximal end. However, the stent was able to successfully advance through an in-house microcatheter and fully open upon deployment. The physical evaluation of the device could not identify the conditions or circumstances that led to the bent wire, but this damage is consistent with the device experiencing forces exceeding the stent's yield strength. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.